Manufacturer narrative:
The complaint of particulate matter on item kl-msu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported, on an unspecified date, that a chemosafelock bag spike was found to have experienced coring during use. The reporter stated that they found impurities or foreign material (fm) suspended after preparation and mixing chugai's drug solution.  Based on the analyses performed, one fm was confirmed in a saline bag, which shows a similar spectrum to the saline bag port part. The event occurred after preparation and mixing. There was no patient harm reported.